Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. If further information is received, the file will be reviewed and updated accordingly. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond suture, involved contributed to the adverse events described in the article, specifically: bladder injury, wound infection, readmitted, wound dehiscence, obstructed defecation, de novo stress incontinence, de novo bowel dysfunction? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, ethibond suture?

Event description:
It was reported in a journal article that the patient underwent a bilateral abdominal sacrocolpopexy procedure on unknown date between 07/01/2013 and 12/31/2014 and the suture was used interrupted to attach each tape arm to the anterior longitudinal ligament over s2 to provide support to the cervix or vaginal vault. Following the procedure, the patient experienced bladder injury and/or wound infection. It was possible that the patient was readmitted within four weeks due to wound dehiscence and obstructed defecation. At three months after the procedure, the patient possibly developed de novo stress incontinence or bowel dysfunction. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: does the surgeon believe that ethicon products / ethibond suture, involved contributed to the adverse events described in the article? The complications reported in the article are related to the procedure/operation. I don't think they were in anyway attributable to ethicon products.